Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing lead impedance measurements greater than 2,000 ohms along with noise, oversensing, inhibition of pacing and inappropriate anti-tachycardia pacing (atp) were observed. There was no pacing inhibition that resulted to greater than 2 seconds of asystole. The patient was brought in for defibrillation threshold (dft) test. Shocking lead impedance measurement was within normal parameters. There were several nonsustained episodes with few beats of oversensing but without biventricular therapy. Boston scientific technical services (ts) discussed that it could be an issue with the rv pace/sense (p/s) leg of lead from the yoke to the device or a connection issue with the header for the p/s portion. The patient was referred to the physician for possible lead revision. Additional information was obtained indicating that the possible source of the noise and impedance issues was felt to be as a result of a right ventricular (rv) lead fracture. The patient underwent a revision procedure and the rv lead was explanted. The crt-d remains in-service. No adverse patient effects were reported.